Event description:
It was reported that the catheter curved like an "s" when deflected. There was no patient injury or medical intervention reported and the extended procedure time reported was a few minutes. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, no relevant visible damage was observed. The catheter handle, shaft, and distal tip appeared to be intact. The catheter did not form a curve consistent with the template. The catheter did not meet the planarity specification. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to mishandling subsequent to distribution, including shipping and storage conditions or improper manipulation of the device. The instructions for use (IFU) state: do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. Do not alter this device. Inspect the packaging and catheter for damage or defects prior to use. Avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. Handle catheter with care to avoid improper electrical functioning. Avoid excessive contact of handpiece with fluids, as this could adversely affect the electrical performance of the catheter. The reported event will continue to be monitored through post-market surveillance.

Manufacturer narrative:
Updated d4 "catalog #" from 81174 to 81104. Updated d4 "model #" from 81174 to 81104. Updated d4 "gtin" from (B)(4).

Event description:
It was reported that the catheter curved like an "s" when deflected. There was no patient injury or medical intervention reported and the extended procedure time reported was a few minutes. These are commonly used devices that are readily available.